Event description:
It was reported that "something is wrong with the piston/motor." There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.